Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 88% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). After pre-dilatation with a 3.0x15mm non-bsc balloon catheter, a 4.00 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device scratched the lesion and upon removal, the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent detached from the balloon and was not returned for analysis. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon and balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were disturbed from their folded positions and dried blood was present inside the balloon chamber. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure and manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 88% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). After pre-dilatation with a 3.0x15mm non-bsc balloon catheter, a 4.00 x 24 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device scratched the lesion and upon removal, the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.